Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The returned meter was investigated with retained test strips. Meter did not power on with button depression or test strip insertion. The meter was de-cased and performed internal visual inspection. Observed a burn mark on the microprocessor. Upon extended investigation it was determined that the mcu, u1 had overheated preventing the meter from powering on. The returned meter likely overheated while connected to a universal serial bus (usb) power cable. It was determined there were no other abnormalities on the returned meter¿s pcb preventing it from powering on. Since the mcu acts as a communication link between different components on the meter, any damage to it could prevent the meter from powering on. After charge a known good neo meter using a non-approved usb cable. The known good meter was observed to have the same burn marks appear on the mcu as well as a blown pin 6. The known good meter manifested the same systems as the returned meter. It was determined the returned meter was unable to power on due to the customer using a non-approved usb charging cable. Issue is not confirmed due to use.

Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.